Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation however, a picture and a video were provided. The visual inspection of the provided picture and video confirmed the reported external blood leak however, the exact location of the leak could not be determined. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during treatment with a prismaflex m150 set c. It was reported that a ¿cessation of blood flow¿ alarm was triggered. There was patient involvement but no patient impact and no medical intervention was reported. No additional information is available.